Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced continuous low blood glucose (bg 43 mg/dl). Candy was consumed to address bg. Customer reported that the pump settings needed to be adjusted to address a change in insulin requirements. Customer discussed the event with a healthcare provider.